Event description:
It was reported that the patient underwent a revision surgery to remove existing hardware from a competitor and extend the construct one level. It was reported that the tip of the driver broke off. No fragments of the broken driver were left in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visual and optical examination reveals approximately ~2 mm of the tip has been plastically deformed with minute pieces missing, consistent with partial insertion of the driver during usage. A review of the device history records did not identify any applicable nonconformance to specification.